Manufacturer narrative:
Date rec¿d by MFR : 25jun2019, date of report : 07aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to cycle power to normal ventilation and found that the unit would come up with blank screen and alarming. The customer decided to remove the unit from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery failure. Unit had a low battery indication. Charged battery overnight and the low battery indicator remained on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.